Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was informed they could continue using the pump and agreed to report back if the issue recurred.